Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (40 mg/dl) due to the pump's basal rates being programmed too high. Customer treated low bg by consuming carbohydrates. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.